Manufacturer narrative:
The insulin pump was not received stuck in the manufacturing mode. The pump passed displacement test. However the pump failed to vibrate during self test, problem was isolated to the vibrator motor. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump was not vibrating. The customer's blood glucose was unknown. Assisted customer with performing a self test. The insulin pump did not vibrate during the vibrate test portion of the self test. Advised customer to revert to back up plan. The product was returned for analysis.